Event description:
Patient was revised to address femoral and tibial loosening at the cement/implant interface. Depuy cement was used. Update rec¿d 03/06/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the records the patient was also revised to address pain and osteolysis. Upon revision, the patient was found to have inflammatory changes. At this time the patella and insert are being reported for osteolysis. The patient had a documented nickle allergy, but there was no way of confirming it was the reason the patient's implants loosened. The complaint was updated on: 03/30/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found additional incidents for the mbt cem keel tib tray sz 3 and the smartset hv bone cement 40g. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. A worldwide complaint database search found no other reported incidents against the remaining product/lot combination since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.